Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator, based on charge time. The device has been implanted 3.4 years.